Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event

Event description:
It was reported that the lead had migrated. The patient underwent a lead reposition procedure and patient was doing well postoperatively.